Manufacturer narrative:
The customer¿s experience with missing segments or dim segments on the display boards (p/n tc10004754) and (p/n tc10010208) was confirmed on all of the returned display boards, dim segments were observed on the tents segments on all of the returned display boards. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the display on the pump module has missing or dim segments. There was no report of patient involvement.